Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. The exact root cause of this incident could not be determined, however, similar incidents in the past have shown that this incident may have been due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up with medwatch# 2100440000-2015-8046.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, engineering was not able to confirm the complainant's experience of cannula fracture. The root cause of the event is likely brittle material during the molding process. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Lap gastrectomy- "towards the end of a laparoscopic case the scrub tech noticed something blue in the patient's abdomen. It was discovered to be a piece of the 5 mm trocar tip that had broken off. Another small piece was also retrieved. The trocar had been used by the assistant during the case and instruments were seldom passed in and out of the trocar. " patient status - "no intraoperative or immediate post op complications."

Manufacturer narrative:
This report is to follow up with (B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap gastrectomy- "towards the end of a laparoscopic case the scrub tech noticed something blue in the patient's abdomen. It was discovered to be a piece of the 5mm trocar tip that had broken off. Another small piece was also retrieved. The trocar had been used by the assistant during the case and instruments were seldom passed in and out of the trocar. " patient status- "no intraoperative or immediate post op complications."